Manufacturer narrative:
H2, h3, h6: software analysis was completed. It was determined that there was insufficient information to determine if a software anomaly contributed to the issue. Previously reported codes b01 and c19 are applicable, as is d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 9733467, software version #: 2.3. A medtronic representative visited the site to evaluate the equipment, and no failures were found. Software logs were received on (B)(6) 2020, but have not been analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt 5-10 mm inaccurate in various directions when checking internal and external anatomy. On the nose bridge, they were inaccurate laterally. Internally, they were inaccurate in the inferior direction and to the right. On the nasal floor, they were inaccurate in the inferior direction. They re-registered the patient and were still 5 mm off. They decided to proceed with navigation accounting for the inaccuracy and using the surgeon's endoscope to check for anatomical landmarks. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.